Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: 48 days post procedure. It was reported that the patient died, on 8/7/2007, 48 days after a right internal carotid artery (rica) stenting procedure. The patient died at home and the cause of death could not be provided. Autopsy was not performed. The patient had planned to undergo a coronary artery bypass graft within 30 days of the rica procedure but had not done, so due to multiple pre-existing medical problems. Though requested, no additional information was available. Study event.

Manufacturer narrative:
The device remains in the patient's anatomy. The lot number was provided. Review of the finished device history record did not reveal any non-conformities that could have contributed to this complaint.